Event description:
The customer reported the system displayed an error requiring a system restart. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. Several connections were inspected and the system was found to be operating as intended.